Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock while out in the garden. The patient was brought into the clinic and interrogation of the s-ICD revealed one treated and two non-sustained episodes due to oversensing in the primary sensing vector. The patient was hospitalized and therapy was deactivated. Testing was performed, and all three vectors showed noise or t-wave oversensing when the patient moved in certain positions. Device data was sent to boston scientific technical services (ts) for review. No adverse patient effects were reported. A ts consultant reviewed the data and confirmed that the recorded episodes are showing oversensing of either noise or p-waves/t-waves. At times the noise was marked and not counted; however, other times it was oversensed leading to the s-ICD to change to the more aggressive sensing template which resulted in p-wave/t-wave oversensing. It was also noted that noted that the s-ICD was programmed to a high gain and the qrs amplitudes are below 0.5 mvolts in both the presenting and episode electrograms which would be another contributing factor to the oversensing. Additional troubleshooting was provided, including using the automatic screening toll (ast) to screen with the electrode lower than the implant position to see if that helps gain more amplitude. Additional information was received that the physician was still not satisfied with the sensing issues observed with the s-ICD system and felt that due to the patient's age, they would be better suited with a transvenous system. The s-ICD and electrode were explanted and successfully replaced. No additional adverse patient effects were reported.